Manufacturer narrative:
Neither the device or the sling were returned to the manufacturer for investigation; they have based their findings off of the (B)(4) service technician's findings and resulting pictures from their on-site evaluation of the devices. The device was found to be in normal operating condition for it's age. The sling was also found to be in good condition, but it was missing one of the buckles on the chest fixation strap. Based on the reported facts, it cannot be reasonably assumed that a patient will drop out of the sling that was used due to the patient raising their arms, if it has been applied according to the instructions supplied with the standing and raising aid it is designed to be used for. Because it was a known factor that one of the buckles was damaged, the sling should have been taken out of service or the buckle should have been replaced. It is also indicated that the person panicked because the lift would not come down immediately when the caregiver tried to lower them (the tech was unable to re-create the situation where the lift would not lower). Panicking simply because the caregiver tried to lower the lift is a reaction seen from people that feel pain/irritation from the sling riding up their back or arm pits. These people typically are not suited for transfer. In this case, the guidelines as provided with the device labeling were not adhered to as they stated to perform a full clinical assessment of the resident's condition and suitability. It was reported that the caregiver tried to lower the person in the lift because she had noticed during lifting that the chest fixation straps were not secured. The chest fixation not being secured in combination with raising the arms over the head will lead to a person slipping out of the sling. This shows another instance where the device labeling has not been followed, since it states the sling support strap must always be applied when using the sling. When the sling and lift are not used per the labeling and a drop occurs, this can cause serious injury or death. The labeling not being followed can typically be ascribed to a gap in the knowledge of the device labeling. Medibo strongly recommends a retraining of staff involved against the device labeling, with special attention to the correct lifting procedures.

Event description:
Stna put the sling around the residents back to move her from her wheelchair to the bed but forgot to put the straps around the front of her to secure her in the sling. She started to raise her when she realized resident was not secure. She tried to lower the lift, but said it would not lower. The resident panicked, raised her arms and slid down and out of the sling and onto the floor. No injuries reported.